Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Primary surgery was performed on (B)(6) 2019. On (B)(6) 2022, revision surgery was performed and stem and head was replaced due to stem loosening associated with peri-stem fracture. Product information detail is unavailable.